Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components. ¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-01765, 01987 & 01988).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and metallosis. A review of invoice history confirmed both surgery dates. Invoice history also suggests that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and metallosis. A review of invoice history confirmed both surgery dates. Invoice history also suggests that the acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet head during the revision surgery. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the left hip revision was due to pain and a malpositioned acetabular cup. Operative report further noted the presence of grayish tissue, light metallosis, extraneous tissue, no ingrowth on cup, metallosis staining, and cysts. The modular head and taper adapter were removed and replaced. The acetabular cup was removed and replaced with a competitor¿s component.